Event description:
It was reported that surgery was performed and it was found that the lead pin had slipped out of the generator which caused the high impedance. The lead was then reinserted into the generator and no products were replaced.

Event description:
It was reported that the patient¿s device was interrogated at a routine office visit and the impedance found to be high. Due to the length of implant for the lead and generator it appeared likely that the cause of the high impedance was related to a lead fracture. The patient was referred for surgery to address the high impedance however no surgical intervention is known to have occurred to date.